Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers (gd885293, gd883967) with no defects noted. The cause of the peritonitis was determined to be use error- poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) from a nurse of peritonitis with culture positive for serratia marcescens in a male patient coincident with peritoneal dialysis therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unreported date in (B)(6) 2009, the patient experienced peritonitis and was hospitalized on an unreported date in (B)(6) 2010. Treatment was not reported. The patient was discharged on an unreported date in (B)(6) 2010. The patient was recovered on an unreported date. Dianeal therapy was ongoing. The nurse believed the peritonitis was caused by bath water the patient soaked in and was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown therefore no evaluation was performed. Should additional information become available a follow-up will be submitted.